Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image froze. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the parts of the board failed due to aged deterioration or accidental failure because more than 6 years have passed since the device was delivered. Image processing including freeze control is performed on the board, therefore it was presumed that the board failed due to a component failure and the image froze.